Event description:
As reported, following placement of a 20mm sapien 3 ultra-inside a homograft in the pulmonic position, the operators post dilated with a 20mm balloon. Severe transvalvular pulmonary insufficiency (pi) was noticed on angiogram. A transthoracic echocardiogram and intracardiac echocardiography (ice) was used for evaluation. The decision was made to use a 23mm sapien 3 ultra inside the 20mm sapien 3 ultra (viv). The result was mild pi.

Manufacturer narrative:
Investigation is ongoing. Device remains in patient.

Manufacturer narrative:
The valve was not returned; therefore, a visual inspection, functional testing, or dimensional testing was not performed. No imagery provided therefore no imagery evaluation performed. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. An existing technical summary applies to this complaint event, therefore no lot history review was performed, no complaint history review was performed and no manufacturing mitigation is required. The instruction for use (IFU), commander delivery system with s3u thv was reviewed. No IFU/training deficiencies were identified. A risk management review was performed; pulmonic valve replacement using the sapien 3 ultra thv with the commander delivery system (ds) is not an indicated use at the time of implant. No further action is required at this time. The complaint for valve deployment and position deployed valve exhibits central regurgitation was unable to be confirmed as no medical record or imagery were provided. A review of the DHR did not provide any indication that a manufacturing nonconformance contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. It should be noted that the thv was implanted at pulmonic position for this case. The sapien 3 ultra thv with the commander delivery system (ds) was indicated for native aortic valve, surgical or transcatheter bioprosthetic aortic valve, surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring replacement. So, it was offlabel for pulmonic valve replacement. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per an existing technical summary, the cause of regurgitation varies depending upon multiple factors. Potential root causes for central regurgitation at time of implant includes valve malposition, slow recovery of blood flow, leaflet impingement due to calcification (for native landing zone), leaflet impingement due to guidewire, overinflation/ postdilation, and under expansion. Typically, mild regurgitation is not unusual after initial valve replacement, and is usually tolerated by patients. Often moderate to high regurgitation requiring reoperation in the immediate postoperative period is due to patient and procedural related issues and is unrelated to the device. However, advances in valve design and bioprosthetic material have been made with the intention of reducing central leaks by providing more efficient hemodynamics and longer tissue durability. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, and flowco testing for each valve). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve preparation handling, and deployment. As reported, following placement of a 20mm sapien 3 ultra inside a homograft, they post dilated with a 20mm balloon and then severe pulmonary insufficiency (pi) was noticed on angio. In this case, attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of postdilation. As such, available information suggests that procedural factors (postdilation) may have contributed to the reported event. An existing technical summary is applicable to this reported event because postdilation is identified as one of the potential root causes of regurgitation. An existing technical summary is applicable to this event therefore no preventative or corrective actions (CAPA) are required and no product risk assessment (pra) escalation is required.